Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as burn mark. The patient reported being hospitalized, reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.